Manufacturer narrative:
Correction to h10, additional details were received regarding the cleaning disinfection and sterilization practices and were inadvertently left out of the initial report where: precleaning: performed immediately after the procedure. Water is aspirated through the instrument / suction channel with a suction pump until the aspirated liquid becomes clear. The forceps elevator is moved to raise and lower 3 times in water during aspiration. The air/water channel was flushed with water and air using mh-948. Manual cleaning: the time from pre-cleaning to manual cleaning was less than 60 minutes. Leak testing was performed and passed. The detergent used for manual cleaning is unknown. The brushed points were the instrument/ suction channel, suction cylinder, instrument channel port and forceps elevator. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end is flushed with maj-2319. Disinfection: a oer-4 manufactured by olympus is used with endoquick detergent and acecide disinfectant. There were no defects on the automatic endoscopic reprocessor (aer). All channels were connected with cleaning tubes when the endoscope was setting up into the aer. The disinfectant was used within its expiration date. The minimum effective concentration (mec) of the disinfectant solution was meet. The water quality of the rinse water was not controlled. The water filter was not replaced in accordance with the instructions for use (IFU). Storage: the device is wiped clean with a towel/paper. The device is stored without a drying cabinet. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: periodical replacement of the water filter of the reprocessor was not carried out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reprocessing was insufficient due to the deviation and the final rinse water of oer-4. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine microbiological testing of the subject device, the evis lucera elite gastrointestinal videoscope tested positive for 10 colony forming units (cfus)/ml of stenotrophomonas maltophilia. All channels were sampled. The bacteria was found in the suction pipe of the device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This medical device report (MDR) is related to patient identifier: (B)(6).

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. A supplemental report will be submitted if any additional information is provided by the user facility.